Event description:
It was reported that while the surgeon was performing a total disc arthroplasty, using synframe standard access and prodisc-l, the following events took place: using the homan retractor blades, the surgeon attempted to pull the superior guides back to attach to the synframe clamp and the guide arm broke. The surgeon then attempted the same task with a second homan retractor, and the second guide arm broke. The surgeon used back up sterile guide arm to complete the procedure with no further problem. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the design documentation for this instrument has been reviewed and there are no design issues associated with this part. The design of the part is appropriate for its intended use. The ability of the part to withstand retraction forces depends on a number of factors that vary from surgery to surgery, including but not limited to patient size and weight, incision size, and surgical technique. Therefore, this complaint is deemed indeterminate from a design perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for this (B)(4).